Event description:
During a lap cholecystectomy procedure, one of the metal pieces broke off on the jaws. The part that holds the jaws together. They were able to retrieve the piece. They were not clipping over a clip and not performing a cholangiography. There was no patient consequence.